Event description:
Information was received from multiple sources (healthcare provider, foreign, regulatory/competent authority, manufacturer representative) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the drug pump wire (catheter) was changed due to a defect in activation, positioning, or separation.  It was unknown if there were any patient symptoms, complications, or injury associated with the event.  It was unknown if the patient required hospitalization as a result of the event.  The catheter was never implanted.  The device would not be returned regarding legal.  Diagnostic tests/troubleshooting performed were unknown.  Factors that may have led or contributed to the issue were unknown.  Actions taken to resolve the issue were unknown.  It was unknown if the issue was resolved. It was indicated that the event was reported via (B)(6) (brazilian health regulatory agency) website and the customer's information is considered confidential.  It was further noted that therefore any further information including facility, patient data, and return of product are not available.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (lot: unknown); product type: 0184-catheter; implant date ; explant date; ubd: unknown; UDI number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.